Manufacturer narrative:
Additional contact info: (B)(6). Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that the vacuum reservoir tubing was kinked which was causing the autofill failure and it was rectified. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra aortic balloon pump (iabp) malfunctioned and autofill failure critical alarm was reported every hour. There were no patient harm or injury was reported.